Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic during follow up in backup vvi mode. Due to battery impedance further troubleshooting could not be performed. The device was explanted and replaced. No additional information was available.